Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of a conductor wire break at the weld to be related to the customer complaint. As a result of the conductor wire breakage at the weld, the electrical continuity test failed and the distal clevis, monopolar yaw pulley, and conductor wire cap had incurred thermal damage. It was noted that the instrument was returned with 5 lives remaining. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. An instrument log review was conducted, which resulted in the following findings: the logs show the procedure associated to mw5101192 was a benign hysterectomy procedure on (B)(6) 2021 with system sh1792. The logs show the customer used the pcs instrument part# 420184-13 lot# n10190212-529. The pcs instrument was last used on (B)(6) 2021 with system sh1792 and had 5 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the pcs instrument had blackened during use. Failure analysis of the returned instrument revealed a conductor wire break at the weld location. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no report of any patient harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the insulation on the pivoting portion of the permanent cautery spatula (pcs) instrument head had blackened during use. When the device was removed, it had a charcoal-like appearance. There was no reported injury or harm. On 20-05-2021, intuitive surgical, inc. (Isi) received mw5101192 stating: "insulation on pivoting portion of the davinci spatula instrument head had blackened during use. When the device was removed it had charcoal like appearance. Intuitive surgical, inc. (Isi) followed up with the site's safety and quality coordinator and obtained the following additional information: the reporter confirmed the reported issue occurred during a laparoscopic robotic total hysterectomy, cystoscopy, and bilateral salpingo oophorectomy procedure on (B)(6) 2021. It was noted that the pcs instrument was inspected prior to use and nothing out of the ordinary was observed. The blackening of the pcs instrument was observed while the surgeon was dissecting. The reporter noted that the monopolar cut was being used on the covidien force fx and the cut and coag setting were each at 30. A gyrus acmi g 400 was being used when the blackening of the instrument occurred. At the time of the reported issue, the pcs was in contact with tissue. The reporter stated that no instrument tip collision was observed nor had the pcs tips energized on staples, clips or sutures. Prior to the blackening of the instrument, the pcs instrument had been used for "some time" but the actual amount of time was not known. The instrument jaws were not immersed in liquid nor were they contaminated by carbonized tissue prior to activating the instrument. When the instrument was removed during the procedure, the wrist was straightened. Another "like" device was used to continue the case. It was noted that there could have potentially been some saved photos; however, none were provided. The reporter stated that the patient had extended leave of absence (loa) from work related to post-op spotting post procedure which, according to the reporter, is common in these types of procedures. This was a hysterectomy and there was vaginal cuff drainage which is normal and expected in these cases. It was confirmed that no medical intervention was administered. There was no report of injury or harm to the patient. There have been no reports of post-operative complications. The site sent the instrument back to isi after it had been cleaned in the sterile reprocessing department. While the surgeon was not sure what caused the reported issue, it was confirmed that the charring on the tip of the pcs could have been from thick bio-debris during the procedure since the black tips were able to be cleaned up during sterile reprocessing; although the pivot point near the wrist looked a little rough the reporter noted that could have come from the cleaning process. The site again confirmed that there was no obvious thermal damage to the instrument after cleaning and that the tip looks normal; nothing out of the norm. It was confirmed that there was no arcing observed intra-operatively. The procedure was completed robotically with no patient injury.